Event description:
It was reported that the device had a cassette error that was an out-of-box failure. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. Visual inspection found the device was in good condition. Service history identified the device has not been serviced in the past. Review of event log found cassette not attached properly alarm. The reported problem, cassette error, was duplicated by functional testing. The cause is the inoperable downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.